Event description:
It was reported that during a trochanteric fixation nail-advanced procedure, scheduled to repair a badly comminuted sub trochanteric fracture, the insertion handle would not easily detach from the nail. It was reported that the two (2) connecting screws that drop into the insertion handle, were stuck to; almost ¿cold-welded¿ to the nail. As the surgeon attempted to remove the insertion handle from the nail, the ¿t-handle¿ was ineffective and as a result, reduction was almost lost. The surgery was subsequently delayed by 20 ¿ 25 minutes. Additional medical intervention required to complete the surgery included having four (4) to five (5) additional medical staff scrub it to assist with getting the connecting screw to release from the nail. Additionally, it was reported that ¿it was as if the insertion handle was impinged because of the soft tissue¿, as a result a bigger, more adequate incision had to be made. The larger incision, however, did not seem assist with the release of the connecting screw. Ultimately the surgical team was able successfully implant the nail and remove the screw using excessive force and a wrench placed in the t-handle. The patient status was reported as fine both after the surgery and two weeks post-operatively. (B)(4).

Manufacturer narrative:
(B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.